Event description:
Drive devilbiss healthcare received a complaint involving a rollator from an end user, who reported that a "brake failure caused her to fall and sustain injury." The end user sought medical treatment for a wound on her leg, as well as a "fractured lumbar." Drive provided a replacement model to the end user, and is currently investigating the incident, including attempting to retrieve the product to evaluate it.